Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4 batch #: a9ee7m. Additional information was received: the device was not reused/reprocessed , after the use tit packed by op staff immediately, sales rep collected it promptly. It was not exposed to any moisture until it went to decontamination investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the min hand activation button was nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components. Corrosion was found at the min hand activation dome. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9ee7m, and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy the instrument was activated and had " continuous current" - branch runs at full speed / non-stop and no longer stops + starts to smoke. No patient harm nor significant delay reported. Procedure finished with same like device.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2024. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.